Event description:
Kimberly-clark received a report from (B)(6), stating, "the peel pouch is not sealed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The reported defect was identified prior to use, and no patient involvement was reported. The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Sample analysis shows that the pouch was not sealed at the end. The root cause of the reported event is under investigation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.